Event description:
It was reported that the right cylinder of the tactra malleable penile prosthesis had migrated. This caused penile shortening and hypermobility of the glans. The device remains implanted, and no patient complications were reported.